Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following was found: the adhesive on the bending rubber covering was separated and discolored. The light guide lens was cracked, and the adhesive was deteriorated. The sealing joint was detached from the scope body unit. The angulations were out of specification, and switch button 1 demonstrated wear. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The colonovideoscope was returned to an olympus service center for evaluation with a report that there was an aspiration problem. There was no patient or user harm reported due to the event. During inspection and testing, the aspiration issue was found to be due to the nozzle being clogged by white foreign material. This report is being submitted for the malfunction found during the device evaluation.